Manufacturer narrative:
Due to character restriction complete event site address is:(B)(6). A getinge field service engineer (fse) was dispatched to investigate the issue. Upon inspection, it was found that the power cord had fallen into the groove of the power cord storage plate, making it impossible to pull out the wires. So, the fse rearrange the wires. After that, the machine was able to pull the power cord in and out normally. The unit was then able to be used normally.

Event description:
N/a.

Event description:
N/a

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
It was reported during a routine check the cardiosave intra-aortic balloon pump (iabp) power cord could not be pulled out of the machine. There was no patient involved.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. E1 event site address was shortened due to character limitations. The complete address is (B)(6). Initial reporter name shorted due to character limitations. The complete name is (B)(6).